Event description:
The bronchovideoscope was returned to the service center with a report of the distal tip is leaking. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, objective lens has chipped adhesive was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of this complaint is traced to component failure; expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.